Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. It is reported that the patient suffered a peri-procedural mi approximately one day post index procedure. The patient developed gross discomfort at site of access to her heart and cardiac enzymes were elevated suggesting a small mi. The patient's hospital stay was extended by one day. Investigator indicated that event was possibly related to the study stent and the study procedure. At 30 day, 6 month and 1 year follow-up's patient was asymptomatic / free of symptoms.

Manufacturer narrative:
(B)(4). Results: myocardial infarction.